Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, there was suture breakage during release in the artery. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the filing of the initial medwatch report additional information received: it was reported that arteriotomy closure of a common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a chemoembolization interventional procedure. A femoral angiogram was not performed. There was no calcification, scar tissue or tortuosity felt at the access site. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps. This code is used to address the failure to take a femoral angiogram to verify the location of the puncture site. Per the instructions for use: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. Evaluation summary: the device was returned for analysis. The reported suture break was confirmed. Two anterior cuff tabs (measuring one one-hundredth of an inch square) had been detached and not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There is no indication of a product deficiency.